Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after insufflation and trocar was placed during a laparoscopic gynecology procedure, the adjustable sheath compromised on the side. Another trocar was used to complete the case. There was no patient injury.